Event description:
Customer reported via phone, she was having issues with the sensor during troubleshooting she mentioned she had low blood glucose of 49 mg/dl earlier in the day. She treated by drinking a coke and suspended the insulin pump. Customer's current blood glucose was 170 mg/dl and if feeling well. Customer declined troubleshooting for low blood glucose. She is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.